Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was noted that the leads may have moved as stimulation was in a non-target area and was bothersome. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the source of the complaint was due to lead migration. The lead was cut. X-ray inspection on the remaining of the lead found no cable fractures. The damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the lead site. It was noted that the leads may have moved as stimulation was in a non-target area and was bothersome. The patient underwent an explant procedure and was reportedly doing well postoperatively.